Event description:
It is reported that the customer had high blood glucose levels of 600 mg/dl. The customer was hospitalized. The customer reported that the insulin pump would alert her to a no delivery alarm and then thereafter show a delivery completed alarm. The customer also reported that the battery of the insulin pump would appear low according to the display; however upon reinserting the same battery it would appear full in the display of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.